Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lavh procedure the device was closed on tissue and locked it locked out, it would not open. It is unknown how the device was opened and the procedure was completed with a like device with no patient consequences reported. The procedure was delayed by five minutes.